Event description:
It was reported that during an implant procedure, both leads were attempted to be implanted but then were not used due to the patient's anatomy. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies found. There was blood in/on the helix mechanism. (B)(4): the full lead was returned and analyzed. No anomalies found. There was blood in/on the helix mechanism.